Manufacturer narrative:
The customer did not provide product information, so it was not possible to determine a manufacture date.

Event description:
The customer received blood glucose readings from the contour next one and the contour that were 30-40mg/dl apart. Specific results were not provided. The difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer declined offer to replace product. Product information was not provided.

Manufacturer narrative:
The strip information was not provided in the initial report. Model# was not provided. See report for manufacture date.